Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user has to go back to the hcp for an additional procedure to discuss the next steps such as removal and replacement of the sensor because the user is unable to maintain stable sensor signal.

Manufacturer narrative:
This case was created from associated case (complaint (B)(4).) To document that the user has to go back to the hcp for an additional procedure because the user was unable to get a stable signal on the placement guide. The user complained of receiving "no sensor detected" alerts. During initial troubleshooting process, a placement test was performed which resulted in achieving some signal, but it kept moving up and down randomly. A transmitter diagnostic log was requested from the user and based on the review of du, a sensor replacement was approved as user was unable to maintain stable connection between the transmitter and the sensor. However, during a follow up communication regarding RMA, the user mentioned that the system started working properly and he doesn't need replacement anymore. As a result, no further investigation was possible for this complaint. The most probable root cause of the issue could be attributed to improper placement of the transmitter over the sensor region. B4.date of this report 13 july 2025. G3.date received by the manufacturer? 13 july 2025. H6. Health effect -impact code updated to 2199. H6. Component code updated to 3141. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 19.